Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 4 months after the dental implant was installed in intraoral region 21#, its non-osseointegration was observed. 32ncm of primary stability was achieved, immediate implant and immediate load procedures were performed and the patient presented bone type ii.